Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads were deformed on the glenosphere inserter.

Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11. Additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- it was reported that the threads were messed up on glenosphere inserter. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed that the distal section of the baseplate inserter rod is stripped. Device had signs of usage and no additional damage was identified on its surface. The observed condition of the device could be consistent exposure to unintended forces, such as overtightening the device while assemblance. As per inhance¿ shoulder system reverse surgical technique with kickstand¿ augment surgical technique addendum page 40, section place definitive glenosphere: to place the definitive glenosphere, assemble the glenosphere inserter tip to the baseplate inserter rod. Next, thread the inserter tip into the selected glenosphere until it is snug. Care should be taken not to overtighten. Navigate the glenosphere taper into the baseplate and impact the baseplate inserter rod to seat the glenosphere. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the baseplate inserter rod would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.